Event description:
Customer reported that the time displayed on the device was incorrect, with a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to update the pump's time and advised to monitor for future discrepancies, acknowledging the advice given.